Event description:
Allegedly revised due to neck fracture. X-rays provided. The surgeon does not want to try to remove the remnant.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01326, 01327.